Event description:
It was reported that "during mvd operation, the doctor used the drill to dissect mastoid-side bone. While he was doing it, about 1cm of the tip of the drill got broken. The doctor could not take out the tip because there was bleeding in sinus. It is assumed that the tip is currently in the patient's sinus. He checked the patient's status by using c-arm and CT, and the patient looked fine. The doctor commented that there was no impact on the patient. He said that he'll keep checking the tip by using CT. The product will not be returned." No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.